Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 5.7, reference 4.4, mean 5.05, confidence limits: na. Inratio2: 3.8, reference: 1.7, mean: 2.75, confidence limits: 1.7-3.8. The 5.4, 3.1 and 1.7 inr results were excluded from comparison test since time between tests exceeded three hours. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that both inratio2 and reference test result comparisons meet accuracy criteria. For the second set of comparison, the calculated mean is greater than 5.0 inr and the difference is less than 2.2. Only one inr valve was greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code 26935 with brick lot# 237418, which was assigned and packaged into two strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), further action is not required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (pt's daughter) alleged discrepant results compared with both home health nurse's and physician's point-of-care devices (poc). Pt's therapeutic range: 2.0 - 3.0 inr.